Event description:
Customer reported an altitude alarm on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer through troubleshooting steps, including cleaning the speaker holes and resetting the pump. After following the instructions, insulin delivery successfully resumed, and the altitude alarm did not recur. Technical support offered additional advice to prevent future altitude alarms, which the customer acknowledged.